Event description:
Alleged false hiv positive result: after calling co and requesting the accuracy rate for device, (99%), a tv reporter informed he had a tv story regarding a false positive result. The reporter said he had been contacted by a woman who alleged that her device result received 12/31/96 was positive but tested negative by her own physician. At the time the reporter could not provide a personal identification number (pin) needed for verifiction that the product used was device. The reporter planned to interview the woman and her physician on tv and wanted to give co an opportunity to be part of the interview. The co medical officer participated in a video taped interview with the reporter the first week in april, 1997. To date co is not aware that the taping has been aired, nor has the client ever lodged a complaint with co. On 1/15/97 co launched qa investigation (qac970004) based on the date the result was provided, the only info available at that time. The call history for all positive results provided to callers on 12/31/96 was reviewed and an investigation at the testing lab was initiated to review all first time positive results reported for that date. On 1/22/97, the reporter called back with a pin that was confirmed to be a device number. Qa and management reviewed all test records associated with the identified pin. Upon completion of the testing record review it was documented that no evidence was found to contradict the results reported for this pin. Further investigations were conducted by a cross-functional team from qa, operations, development and testing lab. Eia initial and repeat screening ifa confirmation testing. Preoperation, release, and reporting of issues/problems were identified. Additionally , qa performed a batch record review and tested retains from the same lot of device, with no deviations from product performance specifications noted.